Manufacturer narrative:
Troubleshooting of the AED with the customer identified that both the AED pads and battery pack were expired. The cause of the AED not powering on was related to a lack of maintenance of the AED. Troubleshooting of the AED with the customer identified that once the new battery was installed and a manual self test run the AED functioned as designed and could stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED will not power on, but it powered on with a spare battery pack. The customer reported the previous battery pack and pads were expired. The customer did not report this occurring during patient use.